Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported by the patients wife that the user is prone to getting infections with the intermittent antibacterial hydromale external catheters. The patient's wife advised that he would like to use a catheter with a sleeve. The urinary tract infection was treated with antibiotics. The patient's wife confirmed via phone on the (B)(6) 2019, that liberator exchanged the magic 3 catheters for one with a sleeve and noted that there were no issues to date.

Manufacturer narrative:
This report is being submitted past the regulatory timeframe. The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿the catheter is intended for urinary bladder drainage in adult males andfemales requiring catheterization for management of incontinence, voidingdysfunction, and surgical procedures. Efficacy of the catheter in preventingurinary tract infection during intermittent use has not been established.the device is not intended to be used as a treatment for active urinarytract infection.please contact your physician to determine which product options arebest for you, paying close attention to product warnings/ precautions andadverse reactions.instructions for use:the catheter becomes slippery when wetted with water, eliminating theneed for a separate lubricant. For your added convenience, this catheteris packaged with its own sterile water. Simply release the water from itsfoil packet and then tip the un-opened catheter package end-to-end. Thecatheter acts like a magnet to attract the water and activate its slipperycoating. Follow these steps for best results.1. Release the water:prior to opening the sealed catheter pouch:a. Apply pressure to the foil packetto release the water.b. Ensure all water is released fromthe foil packet.2. Wet the catheter:a. Hold package with printed side up.b. Tip package end-to-end three to six times towet catheter. This movement is required sothat the water transfers back and forth overthe catheter to fully wet the hydrophiliccoating.3. Use the catheter:a. Peel back package to expose funnel endof catheter.b. If desired, use the self-adhesive tape on the package to temporarilyattach the pouch to any dry vertical surface.c. Remove catheter and use according to physician¿s instructions."patient code: 2519h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. - attachment: [FDA letter for late mdrs.pdf] h3 other text : the device was not returned.

Event description:
It was reported by the patients wife that the user is prone to getting infections with the intermittent antibacterial hydromale external catheters. The patient's wife advised that he would like to use a catheter with a sleeve. The urinary tract infection was treated with antibiotics. The patient's wife confirmed via phone on the 28-mar-2019, that liberator exchanged the magic 3 catheters for one with a sleeve and noted that there were no issues to date.